Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purpose.

Event description:
Per medical records it was reported that on (B)(6) 2010, the patient presented with pre-op diagnosis: status post anterior cervical fusion cervical 5-6 with plate fixation. Herniated nucleus pulposus c6-7. Degenerative disc disease and joint disease c6-7. Plate fixation c6-7. Cage instrumentation c6-7. Intraoperative biplane fluoroscopy. Local harvesting cancellous autologous bone. As per op notes, subperiosteal dissection of the scar off of the anterior aspect of the plate, removing the 2 screws proximally, 2 screws distally anteriorly and the plate itself, filling each drill hole and screw hole was done. Resection of the anterior osteophytes, resection of the anterior annulus, nucleus pulposus, decorticating the endplates, resection of the posterior longitudinal ligament and posterior osteophytes, decompressing the anterior cord from the right and left foramen across the midline. The gelfoam was placed in the anterior cord space as a protective barrier and then a peek implant filled with local harvested cancellous bone and bmp was placed in intradiscal space at c6-7. The plate was affixed to the anterior body of c6 and c7 and locked securely. Intra- op bi-plant fluoroscopy documented proper alignment and position. The patient was transferred to recovery room in stable condition. Patient alleges unspecified injury due to the use of rhbmp-2.